Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was received for investigation to bbm laboratory in melsungen, germany. The history log files were stored and analyzed. Based on the log files a flow deviation were not comprehensible. After disassembling several damaged parts caused by penetrated liquid could be found. The pump was in a bad condition and the amount of soiling revealed that the pump was handled outside our specification. A measurement of the flow accuracy could not be performed because it was not possible to start up the pump.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): over infusion